Event description:
It was reported that a trained physician attempted an arteriotomy closure with a starclose device after an unspecified interventional procedure. The physician deployed the clip, but he noted that the device was difficult to remove. The physician had to pull the device free. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.